Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 322 mg/dl, 211 mg/dl, 93 mg/dl, and 208 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.